Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing of muscle noise. Technical services (ts) recommended bringing patient into clinic for testing and assess other vector. The patient was later seen in clinic and noise was reproducible with the patient raising his arm above his head. No noise with pocket manipulation. The clinic turned off therapy until the patient is seen again that day. Ts recommended reprogramming options. This sicd system remains in service. No additional adverse patient effects were reported.